Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 1720159-2010-00009, and, medwatch 1720159-2011-00057. The device has been discarded by the end-user facility. Upon completion of the quality engineering evaluation a supplemental report will be filed.

Event description:
It was reported, "the device self-activated in the holster. Holster is designed for regular pencil not the larger goldvac." It was also reported that there was no patient injury.